Manufacturer narrative:
Continuation: product ID 105-5091-150 (lot: b565550); product type: implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that an echelon catheter presented a leak in its hub, requiring the use of a second phenon 017 microcatheter. The first micro coil (axium 2x2) did not detach from the wire. It was unknown if the reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The patient was undergoing artereography for investigation of cerebral hemorrhage. The patient¿s vessel tortuosity and access vessel was unknown. The patient was being treated for an unknown aneurysm. The patient's blood flow was unknown. It was unknown if the catheter was flushed as indicated in the IFU. It was unknown if there was any force applied while connecting the y connector or syringe to the catheter hub. It was unknown if the catheter was inspected or tested prior to use. It was unknown when the leak was observed. There was no other coil with mechanical detachment and dimensions suitable for testing detachment, it was therefore necessary to carry out the electrical disconnection. It was unknown if the physician attempt to detach the coil with the instant detacher. It was unknown if there was a manual attempt at detachment via hypotube. The was no medical or surgical intervention needed to prevent a permanent impairment of a function. The event did not lead to or extend patient hospitalization. There were no patient symptoms or complications associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that it was a fusiform aneurysm of the left ophthalmic carotid artery and measured 12mm. Vessel tortuosity was moderate. The patient has had no changed recovering from the procedure. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The cause of the non detach/catheter leak was not determined. There were 3 attempts made to detach the coil using the instant detacher. There was one attempt made to detach the coil using the manual method. Prior to coil non-detachment, there were no issues encountered. There was no pushwire damage observed after removal from the patient. The catheter flushed as indicated in the IFU. There was no force applied while connecting the y connector or syringe to the catheter hub. The catheter was inspected or tested prior to use. The leak was observed during contrast injection. There was not a manual attempt at detachment via hypotube.